Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 with a 3-4 day history of melena. At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 revealed a single bleeding angiectasia which was clipped and an arteriovenous malformation (avm) in distal duodenal which was unable to be intervened on. Post-procedure, the patient continued to have melena. An interventional angiography found that site of distal duodenal avm was in a highly vascular area that provides collateral blood flow to the liver. No embolization was performed for safety reasons. The patient underwent a CT gastrointestinal (gi) occult bleed study which did not show brisk bleeding present. The patient continued to have a drop in hemoglobin (hgb) and hematocrit, however, not in the setting of melenic stools. The patient received 5 units packed red blood cells (prbcs) and was started on octreotide. An additional egd performed on (B)(6) 2018 did not identify a source. Melena subsequently resolved and hgb stabilized in 8.4-9 g/dl range. Home warfarin dose was resumed on (B)(6) 2018; however, aspirin would be held indefinitely. The patient¿s inr goal was decreased to 2-2.5. Ace inhibitor was placed on hold and the patient was to resume down-titrated beta blockers on (B)(6) 2018 provided no recurrent bleed. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.